Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was battery compartment damage, upstream occlusion (uso) seal buckling, downstream occlusion (dso) seal delamination and air-in-line detector (aild) damaged. Customer complaint of "ripped and bubbled the dso seal" was confirmed with visual inspection. Replaced air detector, dso seal and uso seal to correct the issue. The unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the device had ripped and bubbled the dso seal, and there was damage to the internal battery door latch compartment. There was no patient involvement and harm.